Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 6/3/2020. Patient code: 3189 - surgical intervention. It was reported that patient underwent removal of mesh on (B)(6) 2012 due to recurrent hernia. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 3/11/2021. Additional h6 clinical codes: e2304, e1020, e1008, e2306. Additional information: e1. Additional b5 narrative: it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite, and extreme weight loss following surgery.